Event description:
It was reported that during the pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. The physician connected a line to the flush port. When the physician went to straighten out the line by pulling on it, the lure port of the faradrive steerable sheath clear detached, and a fluid leak was observed. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
Analysis of the returned sheath confirmed the detachment of the stopcock. Inspection of the flush luer and stopcock revealed an uneven and rough surface on each surface of the fracture point. This condition indicated the flush luer failed to withstand device preparation and handling.

Event description:
It was reported that during the pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. The physician connected a line to the flush port. When the physician went to straighten out the line by pulling on it, the lure port of the faradrive steerable sheath clear detached, and a fluid leak was observed. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The product has been received at boston scientific's post market laboratory it was further reported a pressure bag was used for irrigation. No leak was observed only the lure port was broken off. No air was observed in the sheath or patient.

Event description:
It was reported that during the pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. The physician connected a line to the flush port. When the physician went to straighten out the line by pulling on it, the lure port of the faradrive steerable sheath clear detached, and a fluid leak was observed. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The product is expected to be returned. It was further reported a pressure bag was used for irrigation. No leak was observed only the lure port was broken off. No air was observed in the sheath or patient.

Manufacturer narrative:
B1- corrected from adverse event to product problem b5 describe event or problem- updated f10 device codes - updated h6 evaluation method, result & conclusion codes - updated.